Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer called to report that the reservoir does not stay in the insulin pump and that it keeps falling out due to the reservoir lip being gone. The customer's blood glucose reading was 300 mg/dl. The customer inquired about receiving a loaner device. The customer was advised to discontinue use of the device and revert to a back-up plan. Customer was advised that the device would be replaced, and to return his device.